Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatectomy - distal surgical procedure, the fenestrated bipolar forceps instrument was used for a surgical task and did not work as intended. No fragment fell into the patient. The customer completed the procedure using the same system. No known impact or patient consequence was reported.